Event description:
Customer reported he could not get the needle out of his skin after minutes of tugging, twisting, and pulling. Customer was able to remove later. Customer's blood glucose was 109 mg/dl. Customer just wanted a replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found no broken parts in the sensor. Also checked needle for burrs/hooks and dull needles tip defects and none were found. Introducer needle passed per specification. Unable to confirm the customer received the needle in that condition because the sensor was returned opened/used.